Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thump on the left side of the chest could not be confirmed through this evaluation. A specific cause for the reported event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The sections of the heartmate 3 lvas patient handbook entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of an audible thump on the left side of their chest. The patient denies discomfort. The patients international normalized ratio (inr) was supratherapeutic at 4.7, though the center noted that this event was not related to the patients elevated inr. The patient was noted to be holding coumadin. An echocardiogram was performed which was normal and showed no obstructions. The left ventricular assist device (lvad) was in the proper position. The center suspected that the cause of the intermittent thump was likely due to how the pump was sitting in relation to the rib, due to the thumping occurring when the patient was supine. The patient was noted to have lost 10 pounds since lvad implant. The patient was stable as of (B)(6) 2025 and the center noted they intended on continuing to monitor the patient, and that the patient had returned home. Log file review revealed no unusual events recorded in the log file event history and the mechanical circulatory support equipment appeared to be operating as intended.